Event description:
It was reported that the device was found in back-up mode. The device was explanted and replaced to resolve the event. During the procedure, insulation damage was observed on the right ventricular (rv) lead. The rv lead was repaired with a suture sleeve and remains implanted. The patient was stable and there were no adverse consequences. Related manufacturer reference number: 2017865-2022-17410.